Event description:
It was reported that the physician was implanting a gore helex septal occluder to close a long tunnel pfo (patent foramen ovale). While balloon sizing, it appeared the sizing balloon was too far in the left atrium and part of it was in the pulmonary vein. The sizing balloon was repositioned and a size of 12mm was reported. A 30mm helex device was prepped and advanced across the pfo. While the left disc was being formed, the pt's blood pressure dropped and a pericardial effusion was noted. The device was removed and a pericardiocentesis was performed. The pt was stable and doing well the next day.

Manufacturer narrative:
A review of the mfg records has been conducted. The review of the mfg records verified that this lot met all pre-release specifications.